Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage was discovered. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified mid rca. A luge guide wire was placed to lead the stent to the target lesion. A 28 x 3.00mm ion mr drug-eluting stent was advanced inside the patient and was unable to cross the target lesion. After the stent was unable to cross the target lesion, the stent became caught on the guide wire. It is reported that the stent was damaged when it was caught on the luge guide wire. The stent was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.